Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer (B)(6). It was reported stimulation was shutting off within 2-3 hours seeing the manufacturer representative (rep). The patient states she has had 5 visits with the rep since october. The patient had a healthcare provider (hcp) appointment scheduled for following day. Additional information reported patient fell off the stairs and caught herself against a guard rail and twisted her body in (B)(6). 2019. Patient lost stimulation pattern since the fall. Rep checked impedance today, it was in the 2500 range. Rep doesn't have history of patient's impedance but thinks it may have gone higher since the fall. Patient was using stimulation at around 4.5 ma before but isn't getting much at 14.7 ma now. Patient is at 400pw and 50hz. The hcp had not gotten x-ray to confirm if lead has moved but is considering revising and putting a 565 surgical paddle. It was rev iewed with rep that 2500 ohms is higher, but that doesn't point to system integrity issue. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported there were no external/environmental/patient factors that could have contributed to the issue. The rep reported that the lead was implanted 10 years ago in 2202 and the extensions were added in 2006. The rep reported that all we know is that stimulation had not been achievable due to high impedances, indicating damage either at the lead due to the age of the lead or somewhere along the way which could be the extensions. The rep reported that between themand another rep attempting to reprogram demonstrated no stimulation due to impedances and unable to resolve the problem. The rep reported that the loss of therapy and stimulation shutting off wasn¿t resolved. The patient was sent to a neurological surgeon to replace the lead and remove the extensions. The rep was at the appointment and the patient¿s level of anxiety, which she suffers from, quickly turned out to be a negative experience and the surgeon in an unprecedented reaction asked the patient to leave his office. The rep¿s last contact with the patient was they were seeking a neurosurgeon along with their managing physician to accept her care. The rep recommended another surgeon and had not heard from the patient. No further complications were reported.

Manufacturer narrative:
Additional review indicated the information in this report pertains to manufacturer¿s report # 3004209178-2019-04699. Any additional information will be submitted as a supplemental filing to report # 3004209178-2019-04699. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the new battery on (B)(6) 2019 and surgery did not improve their spinal cord stimulation. On (B)(6) 2019 the hcp and rep, a refer to another surgeon was decided to cleavor the leads of scar tissue and possible lead wire change out. Patient reported they are no longer on pain meds. Patient reported their heart desired to have their scs working again. They reported 80% pain relief. Patient reported they have been without stimulation since (B)(6) 2019. Working on resolution.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient was seeing settings not available on the controller when trying to increase stimulation. Patient stated that she was programmed by the manufacturer's representative (rep) after the implant was installed on friday and now it was not coming in on the right side and they lost stimulation. Patient stated that it went out at 6 and came back on at 12:45. Patient stated that she could barely feel stimulation at 7.6 but was able to get up to 8.0 last night and slept with it on that way. Patient noted she used to have her settings all the way up to 26. No further complications were reported/anticipated.